Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/21/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The alleged inaccuracy began at an unspecified time on (B)(6) 2013. At an unspecified date/time, the patient obtained a blood glucose result of ¿78 mg/dl¿ with the subject meter and ¿160 mg/dl¿ with another device (hospital meter), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with an insulin pump. During the follow-up call, the patient stated she tests her blood glucose 10-12 times a day and that her normal/typical blood glucose readings range from ¿150-170 mg/dl¿ throughout the day. The patient reported, for the past 4 weeks, she had developed symptoms of ¿blurry vision, headache¿. The patient stated she didn¿t treat herself in response to these symptoms; however, she continued with her usual diabetes management routine in response to the results she was obtaining. The patient could not recall when she lasted tested her blood glucose prior to the onset of the symptoms. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although it is not clear what the blood glucose results were prior to the onset of the symptoms, the patient stated the symptoms continued after the alleged issue occurred. This complaint is being reported because the patient reportedly continued to have signs/symptoms suggestive of a serious injury after the alleged meter issue began.